Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy, when trying to set the reported product for bronchi resection, the opening and closing check could not be performed. The handle, before the reported reload was connected, worked with other reloads for vascular treatment and was used without problems. After the procedure, according to the nurse, it seemed that there was no problem with the handling of the device. The procedure was completed with another device. The event occurred during the procedure but the product was not used for the patient. The surgical time was extended by less than 30 minutes.